Event description:
Customer initially reported being hospitalized for dka. Mother later called to complete troubleshooting of pump. Troubleshooting performed and pump appeared to be operating as designed. Mother stated that customer has a mental disability. Mother also reported that customer is not complying with what needs to be done for his diabetes and that he does not know how to work the pump. Pump trainer was notified accordingly in order for customer to recieve further training on pump.